Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 6 of 7. The home patient (hp) was still connected and the supply bag was empty. There was solution in the heater bag. The baxter technical service representative (tsr) asked if any bag had become undone. The hp stated no. The tsr explained the alarm and helped the hp clear the alarm by turning hc off and on. Se 2367 occurred. The tsr had the hp turn the hc off and press back to press go to start. The hp will finish therapy with manual bag. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.